Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "high heater temperature" alarm. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by a service engineer (se). It was reported that the device had a burnt odor, and that no air was coming out of the patient intake. The se also noted that the device was giving an occlusion error. To resolve the issues found, the se replaced the blower assembly and the rubber boot kit. The system was tested and deemed to have met the specification for the performed service and is returned to use.